Manufacturer narrative:
1. The customer returned one video but did not return the complaint unit. The video shows leakage at the connection between the extension tube and the catheter hub. 2. DHR/bhr review (lot#5048606): 1) the products of this batch were assembled at intima ii auto line 4 in mar 2025 and packaged at cfs package line in mar 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. A retained sample of this batch was taken for the pull strength test between the extension tubing and the catheter hub and 45psi leakage test. The tests were qualified, no leakage at the extension tubing. 4. The extension tubing and the catheter hub are bonded by adhesive. During the product assembly process, zone7 s13 is equipped with 100% visual inspection systems for the adhesive quantity and the insertion depth of the extension tubing. The vision inspection systems are challenged with standard samples every 12 hours and when changing gauge to ensure the effectiveness of the inspections. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned video shows leakage at the connection between the extension tube and the catheter hub, but as the complaint unit was not returned, further analysis cannot be done, and the root cause of this complaint defect cannot be determined. The plant will continue to pay attention to the defect.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leaked at adapter tubing junction the nurse in the delivery room noticed leakage at the connection point of the extension tube while inserting an IV catheter.